Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began in ¿(B)(6) 2014¿. At an unspecified date/time, the patient obtained blood glucose results of ¿500, 345, 280 mg/dl¿ with the subject meter, performed within 20 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 20%. The patient manages her diabetes with insulin (humalog, lantus; self-adjuster) and continued with her usual dose of medication (unknown dosage) in response to the alleged inaccurate result(s) obtained with the subject meter. The patient reported, immediately after the alleged issue occurred, the patient developed symptoms of ¿blurry vision, nervous, jittery, upset, and shaky¿. At an unspecified date/time, the patient mentioned she contacted her health care professional (hcp) and was advised to ¿increase a medication she was taking¿. It is not known if the patient received any medical treatment in response to the symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.